Event description:
It was reported that during a transcatheter aortic valve procedure, the valve infolded during release. The valve was recaptured and withdrawn from the patient, and a new valve was opened. The implantation with the new valve was successful. Additional information was received that the first valve was recaptured 3 times. A procedural delay occurred in result of the infold. Per the physician, the patient had calcium in the annulus and left ventricular outflow tract (lvot) which contributed to the infold. Following the implant of the new valve, an electrocardiogram (ECG) was performed that revealed left bundle branch block (lbbb). Additional information was received that the first valve was recaptured three times because the implantation depth was too low. An implantable cardioverter defibrillator (ICD) was implanted six days following the valve implant procedure.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.